Manufacturer narrative:
E1: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review, noted a correction to the 3500a follow-up #1 as additional information was received on 01-jan-2024 that should have been included in that follow-up report. The account information was provided. Therefore, processed to e1. Initial reporter facility name.

Event description:
It was reported that a patient underwent an ablation procedure with a carto® 3 system and a map shift with no error message, no patient movement and no cardioversion prior to the map shift issue occurred. Initially it was reported that a model shift occurred on the machine. No patient consequence reported. Additional information was received on (B)(6) 2023 clarifying model displacement is related to map shift. No error. They found the map shift by the force sensor. When they thought they were attached to the myocardial tissue, it was already outside the model. Then they remapped. The two maps could not overlap. The issue was seen during ablating. The approximate difference in the catheter location before and after the map shift was 2 cm. The physician did not perform cardioversion prior to the map shift. The patient did not move before detecting the shift. This event was originally considered non-reportable, however, bwi became aware of the map shift with no error message, no patient movement and no cardioversion prior to the map shift on (B)(6) 2023 and have reassessed the event as reportable.

Manufacturer narrative:
Requested translation for facility name. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on (B)(6) 2023. It was reported that a patient underwent an ablation procedure with a carto® 3 system and a map shift of about 2 cm on the carto 3 system occurred. There were no errors displayed on the carto 3 system, no cardioversion and there was no movement from the patient. The biosense webster field representative arrived at the account to perform a system check. It was found that there was high metal value on the body patches. Issue resolved by replacing the faulty patch unit with another one that was delivered to the account. In addition, an investigation was initiated by the device manufacturer to investigate the issue. After reviewing the received data, it was found that the reported map shift was caused due to a cardioversion and a patient movement. It was also found that there was no high metal value on the body patches and the patch unit issue was not related to the reported map shift. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the system (B)(4), and no internal actions related to the reported complaint condition were identified. H6. Component code of ¿appropriate term/code not available¿ represents ue-map shift. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).